Event description:
It was reported by the patient that they were told they had a ventricular tachycardia (vt) incident and noted that they were hiking at the alleged time and knows that they were not feeling vt. The patient noted that they are concerned that their cardiac resynchronization therapy defibrillator (crt-d) is not reflecting accurate data. Follow up was conducted and noted that it could not be definitely determined whether the episode was true vt or supra ventricular tachycardia (svt) and the crt-d reprogrammed. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.